Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial customer comments, no other anomalies were found.

Event description:
It was reported that the programmer is very sluggish, slow, and sometimes non-responsive. No patient complications were reported as a result of this event.